Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a neurovascular intervention treatment, procedure got delayed and completed on another day. The philips field service engineer (fse) inspected the system onsite and confirmed that the radiation was not possible on frontal or lateral side. The review of system log file identified there was connection loss with fd controller. Upon troubleshooting, fse identified the cause of the issue was due to no power being supplied to the fdc. The fse replaced defective power supply unit and it was returned to philips for further analysis. The analysis confirmed power supply failure and identified that fuse holder f12 looks burned . After replacing the power supply, the system was returned to use in good working order.

Event description:
It has been reported to philips that the customer was unable to perform x-rays on both frontal and lateral plane. The device was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.